Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture and implant exchange for left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: visual analysis of the photographs identified: - rupture: no observed openings in the device lot number oberved in the patch: 2990764 and catalog: srm-345 additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported left side rupture and implant exchange. Device was explanted and replaced.